Event description:
It was reported that post paced t wave oversensing and inappropriate auto mode switching (ams) due to far-field oversensing was observed on the implantable cardioverter defibrillator (ICD). Programming changes were recommended. The device had been scheduled for a routine generator change unrelated to the observation for having reached the elective replacement indicator (eri) and was therefore replaced. The new device received the programming changes. The patient was stable before, during and after the event.